Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, high leakage alarm was confirmed in niv (noninvasive ventilation) and low fio2 (fraction of inspired oxygen) when set at 100% in the logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us is having a high leakage alarm. The issue occurred during patient-use and the ventilation did not stop but the patient was removed from the ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical determined the root cause was due to user fault. No technical failures were visible on the logs and no device failure found.